Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead had dislodged. It was also noted that the j-stylet was unable to be fully advanced. The stylet was not used, and the lead was re-fixated and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the lead was previously reported in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the lead was previously reported in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.